Event description:
This lead was implanted on (B)(6) 2002 and remains implanted at this time. A call placed to technical services on 5/2/2014 states that rv lead threshold has changed slightly from 1 .6 at 0.4 to 1.8 at 0.4. The sensing has dropped from 5.6 to 2.2. However, the impedance is stable. Patient is dependent. Technical services suggested isometric and pocket manipulations. There are no episodes of stored noise. The physician was dr. (B)(6) at (B)(6) cardiology in canada. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).